Event description:
The manufacturer received info alleging a ventilator's air flow was lower than usual. There was no harm or injury reported.

Manufacturer narrative:
The ventilator was returned to the manufacturer for eval and the customer's complaint was confirmed. The technician found the inlet air path foam of the inlet air path assembly was blocking the inlet of the blower motor. The foam was prohibiting the proper air flow to the inlet of the blower motor, causing the unit to not cycle properly. The device's inlet air path foam was replaced to address the issue.